Event description:
Reporter indicated a vns (B) (6) handheld computer was freezing during interrogation. A hard reset did not resolve the screen freezing. The computer and flashcard have been requested for return, but have not been received to date.